Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a2, b4, d6, g3, g6 and h2 have been updated.

Event description:
Additional information was provided: there was significant stenosis of the left common artery (lca) due to the pannus observed on the inner surface of the inflow stent, which led to left ventricular outflow tract obstruction (lvot) and accelerated blood flow. The pannus bridged a part of the left coronary cusp (lcc) and adhered to the commissures, which caused poor opening of the valve leaflets and low lcc mobility. The right coronary cusp (rcc) and non-coronary cusp (ncc) were more movable. It was also noted that infection or calcification were not the cause of the pannus.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided by the field clinical specialist.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position. Approximately 1 year and 10 months later, pannus was observed around the entire circumference of the valve stent, but the valve leaflets remained intact. It was assessed to be severe aortic stenosis with vmax at 6m/s over. The valve was explanted and a 21mm edwards surgical valve was implanted.